Event description:
It was reported that a malfunction occurred with a malfunction code displayed as malf 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided assistance by giving reset information for the pump, which successfully resolved the issue. The customer was instructed to continue using the pump and to call back if the malfunction code reappears.